Manufacturer narrative:
Internal reference: (B)(4). Additional information provided; the same physician performed the diagnostic procedure at the office based lab (obl) and the surgical procedure at the hospital. At the obl under ultrasound guidance, entry was gained via existing bovine graft for a review of restenosis of the axillary bovine. During pullback on the second run the image was lost and the device became stuck. After multiple attempts to remove the manufacturer's device, it separated in the patient. When further attempts were unsuccessful the physician removed the sheath (leaving one remaining in place), sutured the entry point, took vitals and instructed the patient to go to the ER where the physician had privileges. The patient was reportedly in "good shape" when they left the obl. The device was stuck in the subclavian vein with no expectation of migration. The patient was transported to a nearby hospital without the aid of emergency medical services (i.e., ambulance transport). En route the patient ate a candy bar moving what was expected to 3pm surgery to 11pm. A surgical cut down was performed, the remainder of the device was removed, and a left subclavian venous stent was placed. The surgery was reported to be successful. After surgery, while being extubated, the patient coded and expired. Cause and time of death are unknown. No tests/laboratory data available. The implant or explant dates are not applicable to this device. The device was returned with the proximal shaft separated into two pieces and the distal shaft separated. The probable cause of the shaft separation is damage that occurred while removing the device from the patient. Per the device instructions for use, precautions: if resistance is encountered during pullback, remove the entire system (guide wire, catheter, sheath/guide catheter) at the same time. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. On (B)(6), it was reported during a diagnostic peripheral procedure a tight stenosis led to the manufacturer's device becoming stuck in the patient. The device broke off in the subclavian vein. Surgery was required to remove the device. On (B)(6), the manufacturer was made aware the patient had surgery to remove the device fragment and expired. This event is being reported because of device separation, surgical intervention and patient death.